Event description:
Facility reported a blood leak alarm at the initiation of the treatment, for a blood leak on dialyzer (3rd use). Estimated blood loss 150cc. No medical intervention. No pt ill efect. Device was discarded by the facility. MDR filed on blood loss.